Event description:
Procedure: lap gastric bypass. According to the rptr: while the surgeon was firing the device, the load's eyebeam broke halfway through the firing. No reported pieces missing. The surgeon opened up a second handle and load to continue the procedure. While firing, it cracked. The surgeon opened up a new handle with another load and was able to complete the case without incident. The pt expired approx 1 hr after the procedure.